Manufacturer narrative:
(B)(4). Corrected data: expiration date: 3/29/2019; manufacture date: 4/29/2014. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the sdh29a device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? What was the appearance of the donuts? How was the procedure completed? The analysis results found that the sdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired, cut the test media and the breakaway washer without incident. However the staple line was not properly formed. Further analysis of the device showed that the device ferrule was not properly assembled, causing the staple malformation. The appropriate engineering personnel have been notified of this incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, dk1 was broken before the doctor used device. Can't complete firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.